Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, new to the ilet system, experienced hyperglycemia after eating a sleeve of cookies without a meal announcement, then announcing a normal dinner, and subsequently attempting to use an additional meal announcement to correct rising glucose; glucose reached ¿high¿ (>400 mg/dl) and remained elevated for about two hours before returning to 142 mg/dl following education not to use meal announcements for correction. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no backup therapy, and no ketone testing. Investigation included customer interview, device use review, and assessment of user technique and therapy use. Investigation of this case revealed user-related use error and inappropriate therapy use related to meal announcements rather than a device malfunction, consistent with hyperglycemia due to unannounced carbohydrate intake while new to the device. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate training or understanding of use.